Event description:
It was reported that a catheter separation occurred. A 135/20 renegade¿ hi-flo¿ kit was selected for treatment. During procedure, it was observed that the device was separated upon withdrawal from the hoop. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).